Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the patient has a planned explant of the intraocular lens (iol) from the right eye scheduled for (B)(6) 2022, due to the patient's vision being very poor in regard to both distance and reading. Reportedly the patient was unable to see street signs in the distance, as well as it being very difficult to see computer screens. The symptoms started on (B)(6) 2022. Through follow-up, it was learned that the iol was explanted on (B)(6) 2022. Another johnson & johnson iol was implanted as replacement (same model, different diopter of +10.5). A second incision was needed. There was patient injury of mild intraoperative iris prolapse. The iris was "reposited" by the surgeon. At one day post-operative the patient reports no ocular discomfort in the right eye. The patient states that vision is "okay" in the right eye and can make things out and see a little better, but vision is still blurry. The device was discarded. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.